Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Biofilm build up discovered inside the offset reamers and in line offset impactors. Tha procedure delayed more than 5 minutes.

Manufacturer narrative:
Reported event: the event reported that 4 offset reamer handles and 4 trident inline-offset impactors had biofilm build up. The procedure was delayed 5 minutes. Device evaluation and results: visual inspection showed no irregularities or damage. No foreign matter (biofilm) or debris was seen. Functional inspection showed that the device rotated freely and smoothly. It also inserted into a hip end effector with no issue. Device history review: review of the device history records indicate 49 devices were manufactured and accepted into final stock on 07/15/2015 with no reported discrepancies.. Complaint history review: review of complaints within the trackwise database for p/n 209830, l/n 31128 show no other complaints related to the failure in this investigation. Conclusion: the failure was not confirmed. Biofilm was not seen within the device. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Biofilm build up discovered inside the offset reamers and in line offset impactors. Tha procedure delayed more than 5 minutes.